Event description:
Emt's responded to a person described as in cardiac arrest with bystander CPR in progress. The pt was connected to the device with disposable defibrillation/ECG electrodes and the analyze button was pressed. The device advised and delivered a shock which converted the pt's ECG to a rhythm the device analyzed as non-shockable. Drugs and CPR were administered unitl the device analyzed the pt's ECG was agian converted to a rhythm the device determined to be non-shockable. Following 60 seconds of CPR, the device advised and delivered 3 stacked shocks converting the pt's ECG to a terminal rhythm. The pt was not resuscitated. The reporter stated the device failed to correctly analyze a non-shockable rhythm indicating the device inappropriately shocked it into a terminal rhythm.